Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a renal rfa (radiofrequency ablation) procedure performed on (B)(6), 2010 ((B)(6) old, male patient). According to the complainant, the electrode was difficult to advance through the introducer. Additionally, once advanced, the consultant found it difficult to fully extend the array into the target lesion. The ablation was performed with roll-off occurring faster than usual. After removing the electrode from the patient, the array tines were found to be wrapped together at the proximal end. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the array was half extended. Functionally, the array was able to be extended and retracted without issue. However, when fully extended, the tines were twisted together. Additionally, the introducer was not able to be removed from the electrode likely due to residue build up between the two components. The condition of the returned incident device was consistent with the complaint that the tines were twisted. During the evaluation, when the array was extended, the tines were found to be wrapped together. The most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a renal rfa (radiofrequency ablation) procedure performed on (B)(6), 2010 (67 year old, male patient). According to the complainant, the electrode was difficult to advance through the introducer. Additionally, once advanced, the consultant found it difficult to fully extend the array into the target lesion. The ablation was performed with roll-off occurring faster than usual. After removing the electrode from the patient, the array tines were found to be wrapped together at the proximal end. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.